Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the intermittent image was caused by a faulty cable connector. However, the specific cause of the faulty cable connector could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the image disappeared intermittently when moving the scope due to the connector connection failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the image disappeared intermittently. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.